Event description:
During an unspecified procedure. The instrument ejected clips prematurely and clips did not form properly. The surgeon applied aonther device to complete the procedure, no pt injury occurred.